Event description:
It was reported that during a da vinci hysterectomy procedure, the needle driver instrument would not move properly. The instrument was replaced after receding and re-inserting did not correct. The wrist action was defective. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the snake wrist cable was broken, resulting in non-intuitive motion. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.